Manufacturer narrative:
Retained item: chemistry test for retain sample are within specification. Returned item: the specification test was performed using the returned sample. The result of catalase activity was out of spec. Patient returned disinfecting and neutralizing solution used at the time of event in the system lens cup. Disinfecting solution was not completely neutralized.

Event description:
A mother reported her son had eye pain (burning) after using consept quick neutralizing solution on his lenses. Patient recovered without medical attention. No further information is available or expected.